Event description:
It was reported that "in the bronchial extension piece of the dlb-tube plastic fragments were found during use. The fragments were noted during bronchoscopy in the bronchial extension tube of the dlb-tube. Dlb-tube was removed and a new one was inserted". No patient harm or injury.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturing site. The site reported: "an actual sample was returned for investigation. The inner lumen was inspected using magnification camera upon cross section and observed with protruded fragment in inner lumen for both angular connector blue (bronchial) and angular connector white (tracheal). Based on investigation conducted, the complaint on this complaint mode was confirm. The protruded fragment in inner layer was observed at angular connector blue (bronchial) and angular connector white (tracheal). Therefore, further investigation and corrective action will be documented in an investigation opened within teleflex." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The UDI number cannot be retrieved as neither the product number nor the lot number was provided. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "in the bronchial extension piece of the dlb-tube plastic fragments were found during use. The fragments were noted during bronchoscopy in the bronchial extension tube of the dlb-tube. Dlb-tube was removed and a new one was inserted". No patient harm or injury.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "in the bronchial extension piece of the dlb-tube plastic fragments were found during use. The fragments were noted during bronchoscopy in the bronchial extension tube of the dlb-tube. Dlb-tube was removed and a new one was inserted". No patient harm or injury.